Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Bone quality described as hard, bone prep completed with punch only. Per dfu-0087: "attempting implantation into hard dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. A tap is available as an optional instrument if hard bone is encountered. This type of event is typically caused by improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in the patient.

Event description:
It was reported that during a rotator cuff repair, the screw broke into 2 fragments. This happened with 2 screws, one was completely removed (returned) and 1 remained in patient, broken but secured. Bone was hard, prepared with ar-1927pb, finished well with new implant.